Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ phaseal secondary set (c62) leaked. This was discovered during use. The following information was provided by the initial reporter: c62 leaking from tubing connected to the spike. Pharmacist prepared medication and during priming of c62 did not notice leaking. Once connected to patient and the infusion started, there was a puddle of liquid at the IV stand base. Chemo has leaked out from the area where the tube and the spike is connected. Tubing was immediately discarded by pharmacist. Updated info: no harm to end user. Ppe was worn by the end user during incident.

Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. The final product is assembled and packaged at a supplier site. We have notified the supplier of the reported issue. Two retained samples from reported lot ta11664 were used for additional evaluation. There were no visual defects noted and product was verified to be manufactured according to specification. Functional evaluations were conducted and in all cases the product performed as expected and no leakage was observed. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. Based on available information, since we were unable to duplicate the indicated failure mode and review of the device history records showed no indication of the alleged defect, we were not able to identify a root cause related to the manufacturing process at this time. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd¿ phaseal secondary set (c62) leaked. This was discovered during use. The following information was provided by the initial reporter: c62 leaking from tubing connected to the spike. Pharmacist prepared medication and during priming of c62 did not notice leaking. Once connected to patient and the infusion started, there was a puddle of liquid at the IV stand base. Chemo has leaked out from the area where the tube and the spike is connected. Tubing was immediately discarded by pharmacist. Updated info: no harm to end user. Ppe was worn by the end user during incident.